Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist remoted into the server and ran a device events report, which showed three instances where both medications were removed within relatively close timeframes. The report reflected accurate removals and aligned with the symptoms reported by the customer, reviewed the station med application logs for these transactions and confirmed that all three instances were recorded exactly as shown in the report, unable to verify or identify any issue related to an incorrect pocket opening twice. No issue was identified. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, an incorrect cubie opened. A nurse reported that while pulling medications, the first medication was retrieved successfully. When the second medication was selected, the same cubie opened again, and the cubie for the second medication did not open. Upon review of the transaction report, it indicated that both medications were documented as being removed from the correct cubies, and the report did not reflect that the first cubie opened twice. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.